Event description:
During the procedure, the physician deployed the stent and the stent broke. It was reported that half of the stent was in the patient and the other half was outside. There was no consequence or impact to the patient.

Event description:
During the procedure, the physician deployed the stent and the stent broke . It was reported that half of the stent was in the patient and the other half was outside. There was no consequence or impact to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned; therefore analysis cannot be performed. Per the directions for use (dfu) it is probable that resistance during deployment may have caused damage to the stent causing it to break. It is possible that procedure or anatomical factors caused or contributed to the event; therefore, a root cause of operational context has been assigned to this event.